Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite. All testing of the 3100 requires bypass of both the humidifier and blender. Circuit pressurization was achieved in bypassing those two items, so this ruled out the vent being the issue. Upon circuit calibration, unsteady map (mean airway pressure)was observed. The max paw switch was changed which rectified the issue. The unit was checked and tested. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator is not pressurizing. As of this time, there is no information about patient involvement associated with this reported event.